Event description:
It was reported that pump screen was dark and would not turn on. There was no reported adverse impact to the customer's blood glucose level. Customer followed instructions from technical support to press the button in different ways, plug pump into a working power source, and wait for pump to start, but display did not turn on, so pump was confirmed within warranty and was scheduled for replacement. Customer was informed of pump replacement, planned to use multiple daily injections as backup insulin therapy, and received instructions on storage mode, shipping address confirmation, and returning faulty pump within 10 days.